Manufacturer narrative:
The reported failure of the test internal li-ion battery power source is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
A trilogy 100 ventilator device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, the service technician observed a test internal li-ion battery power source failure. There was no documentation of a replaced component. Additionally, the device had missing/displaced rubber feet, the enclosure seal kit had damage, the tubing kits had tobacco contamination, and the trilogy exhalation port was cracked.

Manufacturer narrative:
This report is being submitted to correct the previous description of the event or problem and to update the related coding fields. Additional information from the third-party service center regarding the previous report of a failure in the test internal li-ion battery power source indicates that the failure likely occurred due to the "run-in" settings not being performed correctly, and the battery was not charged to the required level to pass that specific functional test. Furthermore, there is no evidence to suggest that the device malfunctioned in a manner that could result in death or serious injury should the issue occur again. Therefore, this complaint is not reportable to any regulatory agencies.